Event description:
Reportedly the quick coupling for k-wires seems bent. The user facility reports during an orif of distal radius fracture surgery, it was discovered that the handle on the product is loose. It was reported the drill was opened and it was noted that the collet was lopsided. The user facility states that there was no delay in surgery, no injury and no medical intervention was reported. No spare device was available. No additional information available. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted or explanted. Device was received for evaluation. Investigation coordinated by synthes anspach. Report received indicates the customers complaint that this device seems bent and has loose component was confirmed. The device was tested and the trigger was found to be defective. This is most likely due to normal wear over time. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)